Event description:
As reported on (B)(6) 2013, a (B)(6) male pt presented for a hemodialysis procedure. During the procedure, the treating physician implanted the peelable sheath. When the physician started to peel the sheath, the wings detached from the sheath, leaving the remaining part of the sheath inside of the pt. The treating physician was able to retrieve the remaining piece from inside of the pt and successfully complete the procedure. It was reported there was no harm or injury to the pt due to this event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device eval will be sent via a f/u medwatch. (B)(4).